Manufacturer narrative:
(B)(4). D10: taperloc hip stem. Item: unknown . Lot: unknown . 28mm i.d. 54mm o.d. Size I bearing. Item: 110031017. Lot: 66299937. G2: foreign ¿ australia . H6: suggested component code: mechanical (g04) ¿ head.. The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately one month post implantation due to instability and leg length discrepancies. During the procedure, it was noted that a decision was made to remove the resurfacing cup and replace with a g7 dual mobility. The taperloc stem was left in situ and the 28mm t1 taper head and dm bearing removed. Cup was replaced and new 28mm and dm bearing was inserted. Due diligence is complete as multiple attempts were made; however, no further information is available.